Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that fedex attempted to delivery the arctic sun device but as soon as the receiving clerk saw the pallet and box they declined it because according the clerk it was wrecked. They stated it looked severely damaged and did not want to receive it in that condition. The device should be on its way back to the depot. Per sample evaluation results on 06aug2024, it was reported that the arctic sun device had failed mixing pump.